Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 1 month. An autopsy was not performed and the pump was not explanted. A correlation between the device and the reported cerebral bleed, driveline infection and right heart failure, could not be conclusively determined. The instructions for use lists stroke, bleeding, driveline infection and right heart failure as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency room via emergency medical services on (B)(6) 2016 with seizure-like activity. The patient was intubated. A head CT scan showed a large right sided intraparenchymal bleed. The patient's inr level was 2.4 that morning. Due to patient's comorbidities including morbid obesity and right heart failure and chronic drive line infection that were not previously reported to the manufacturer, the patient's family opted for comfort measures. Care was withdrawn later that day. An autopsy was not performed. No additional information was provided.